Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia over 300 mg/dl for approximately 90 minutes while ill at camp, and a caregiver sought guidance on delivering additional insulin; review indicated multiple overnight hypoglycemic episodes after meal or snack announcements, and a fingerstick confirmed a glucose of 264 mg/dl with subsequent observation of automated correction insulin delivery. Symptoms included hyperglycemia. Outcomes included restoration of glucose to target range with no hospitalization. Investigation included review of device data and real-time glucose verification by fingerstick. Investigation of this case revealed that recent hypoglycemia likely led the algorithm to attenuate insulin delivery, with correction dosing resuming as glucose rose and insulin on board declined; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with expected algorithmic behavior during concurrent illness and recent hypoglycemia.